Manufacturer narrative:
Date of event estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. As a result, surgical intervention took place on (B)(6) 2023 where the ipg pocket site was relocated to address the issue. As well as the ipg was electively explanted and replaced. For upgraded technology and infection prevention. Therapy was restored post-operative.